Event description:
It was reported that the rotation speed was not stable. A rotapro console was selected for use. During the procedure, the rotational speed was unstable after it was turned on, showing 130k revolutions. The procedure was completed using this device. There were no patient complications.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6) university. E1-initial reporter address 1: no.